Manufacturer narrative:
Patient information provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 08/31/2016: it was reported that open reduction internal fixation (orif) of the right 4th and 5th metacarpal was performed on (B)(6) 2016. The patient was implanted with two (2) 1.3mm cortex screws and two (2) 1.5mm cortex screws. The surgeon opted to keep the screws in place as they still held the fracture together and would cause harm if removal was attempted; no harm occurred to the patient. The surgeon was able to retrieve the two broken screw heads. No surgical delays were reported and procedure was successfully completed. Patient did not had any previous surgeries but had hyperthyroid and attention-deficit/hyperactivity disorder (adhd). Concomitant devices: screw heads from one (1.5mm) cortex screw and one (1.3mm) cortex screws, however, unknown which two of the following part numbers broke off: part#400.690, lot#unknown, quantity (1). Part#400.689, lot#unknown, quantity (1). Part#400.812.96, lot#unknown, quantity (1). Part#400.811.96, lot#unknown, quantity (1).

Manufacturer narrative:
Additional information: patient information is unknown. Outcomes attributed to adverse events, report date, describe event or problem, relevant tests/laboratory data, other relevant history, operator of device, is this a single use device that was reprocessed and reused on a patient?, event problem codes, MFR info. This report is for two unknown screws/unknown lots (one 1.5mm and one 1.3mm screw). Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Information already reported on maude report: original complaint description, section e (reported as section g) correction to information reported on maude report: without the part number, the brand name is unknown (reported as initial reporter). Product code and common name (reported as health professional?). Manufacturer address. Devices broke during insertion; devices not considered implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against maude report number mw5063312. The only information contained in this report is correction or additional information. This report is for two unknown screws. This is report 1 of 1 for (B)(4).